Manufacturer narrative:
(B)(4). Corrected data: the quantity affected was changed from two to one. Lot number unknown, not provided by the hospital. Manufacturer narrative: method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4), and was visually inspected. Results: visual inspection revealed that the expiratory limb had a hole, next to the elbow connector. Scratches and cuts were also observed in the elbow connector, next to the hole in the expiratory limb. Conclusion: based on the investigation conducted, the expiratory limb had been cut or punctured with a sharp object, most likely due to opening the box or device bag with a knife or a box cutter. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production. Those that fail are rejected. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a distributor that a rt380 adult dual heated evaqua2 breathing circuit failed the leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt380 adult dual heated evaqua2 breathing circuits from the hospital for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a distributor that two rt380 adult dual heated evaqua2 breathing circuits failed the leak test. This was observed before use on a patient.